Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized for diabetic ketoacidosis. Customer stated the infusion set was pulled out while in the hospital and the cannula was bent upon removal. The infusion set had been in place only one day prior to hospitalization. Troubleshooting was performed and the insulin pump passed all required tests.